Event description:
The patient was symptomatic and the valve was explanted. During the explant procedure, the valve was found to be calcified and the cusps were stiff. An aortic root enlargement was performed with bovine pericardium and a 23 mm pericardial valve from another manufacturer was implanted. The patient tolerated the procedure well and left the operating room in good condition.